Event description:
On 8/6/88 rptr had breast implants inserted for augmentation. She was 30-yrs-old. After 2 1/2 yrs she began having arthritis in her wrists and within 6 months she had arthritis in her knees, ankles, shoulders, hips, jaw, and elbows. This was accompanied by an intermittent burning sensation all over her body. By 1993, the burning in her chest and underarm area was constant. By the summer of 1993 she had capsular contracture and stabbing pain in her right side. Her short-term memory loss has been persistent in the last two yrs. Rptr stated both mammogram in 3/94 and ultrasound showed no evidence of rupture in either breast implant. Nevertheless, during surgery it was discovered that the right implant was severely ruptured. The left was intact and yellowed, but MFR logo and size easily discernible. Pathological final diagnosis: a) ruptured silicone mammary breast implant, right breast, with fibrous capsule exhibiting moderate histiocytic inflammatory reaction. B) intact silicone mammary breast implant, left breast, with fibrous capsule exhibiting mild histiocytic inflammatory reaction. (*)